Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the refrigerator at hl5st were failed and unable to open door. The customer stated that this malfunction occurred while dispensing the medication and the user was unable to access the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-jan-2012 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-jan-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the refrigerator was failed to open. A field service engineer applied black grease to the latch and reseated the cables. Tested in hardware test application (hta) and found that the latch was still generating errors. Proceeded to replace the latch, then tested again in hardware test application (hta). The customer also tested, and all results were successful. The system functioned as intended after the field service engineer repaired the device.